Event description:
It was reported by the customer's mother that, one of the o-rings was shaped like a u and was not perfectly round. No further information was provided.

Manufacturer narrative:
Analysis was performed and found the first o-ring overlapped to the second o-ring, which will cause the reservoir to leak.